Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified bd¿ blunt fill needle was used to withdrawal medication from a vial. Before use on the patient, a piece of the rubber stopper was seen in the syringe. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: a full DHR was not performed due to no material or batch information supplied. There was a notification search performed on the general cannula material number 8002682 (cannua 18 x 1 ½ blunt fill) even though this material/batch number wasn¿t provided. The notification search for the last 12 months had no results triggered for any defects. Customer provided a photo for evaluation. A physical sample was not available. Customer did not provide a physical sample but provided the photo above. Based off of a visual inspection it looks like there is a piece of blue foreign matter present in the syringe near the tip. Since there isn¿t a physical sample available ftir could not be performed to identify exact type of fm. Investigation conclusion: a root cause is not determined for this complaint since the sample shows a piece of blue fm but it is not determined how that fm entered the vial.

Event description:
It was reported that an unspecified bd¿ blunt fill needle was used to withdrawal medication from a vial. Before use on the patient, a piece of the rubber stopper was seen in the syringe. The product was not used and there was no report of injury or medical interventions.